Manufacturer narrative:
Section b3: date of event: unknown/asked information was not provided. The best date estimation is between on (B)(6) 2025 and on (B)(6) 2025 (iol implant and explant dates). Section h3: device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dcb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of wrong power, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson lens, b&l iol. There was no incision enlargement, no sutures, and no vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 18-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a piece of gauze. During a visual inspection, the device was inspected under magnification. The complaint lens was received cut in half, coated in viscoelastic residue and lint from the gauze, and one haptic detached. The lens halves were cleaned revealing scratches on the lens and lens edge. Complaint issue "incorrect lens power" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The complaint lens was forwarded to the manufacturing site for miq re-measurement and confirmed that the product is within the optical power range. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.